Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with contrast visible in the loosely-folded balloon, which is consistent with the reported information that the device was prepped and pressurized. A new indeflator was used in attempt to inflate the balloon to the rated burst pressure (rbp), and the analysis confirmed that there was a pinhole in the balloon over the distal marker. There was also a longitudinal scratch adjacent to the rupture, suggesting that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. It was reported as negative pressure was applied during in-house testing, continuous air bubbles were noticed in the syringe. Additional syringes and a dry leak tester were used to confirm the reported failure due to a pinhole in the balloon over the distal marker. Reportedly, the pinhole was located on top of the distal balloon marker on the outside portion of the fold. Balloon material ruptures/leaks resulting in a failure to prepare the device can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, an incorrect fg sheath size causing balloon damage, inflation technique, interactions with other devices, or insufficient preparation. Scanning electron microscopy (sem) analysis confirmed that there was a leak in the balloon over the distal marker, intersecting a fold/crease. The sem report concluded that balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. Mechanical damage was observed at the edges of the fracture. Slight mechanical damage was also noted on the inner member with a longitudinal ridge in the distal marker. Although it was reported that the pinhole may have been caused by the fold and press machine during manufacturing, based on the sem images, it is possible that the balloon was inadvertently handled or experienced mechanical damage at some point during in-house testing. It is possible that the balloon material was inadvertently damaged at some point during the in-house testing, such that it failed during device preparation, although this could not be confirmed. Since the exact cause for the damage leading to the rupture/leak could not be verified, a definitive cause could not be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A search of the lot history record indicated no associated non-conforming materical records with this lot; all lot release testing met specification. Additionally, a query of the complaint handling database indicated no other incidents for this lot. Based on the investigation, there is no indication of a product quality deficiency and it appears to be an isolated event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during in-house device testing of the nc trek rx dilatation catheter, during the first aspiration, continued bubbling was noted inside the syringe. Pressure was applied to the balloon and a pinhole was noted. There was no patient involvement. No additional information was provided.